Manufacturer narrative:
Date returned to manufacturer: the date the device was returned to manufacturer was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The device was tested and exceeded sound level specifications. The assignable root cause was determined to be due to device being worn from excessive force due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The previous report stated that the device was returned and evaluated. However, the device was not returned for evaluation. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a motor device was "making a loud noise". The reporter was unable to clarify if the malfunction occurred during pre-surgery check or surgery.  It was unknown to the reporter if there were any delays in a surgical procedure. A spare device was available for use. No injuries or medical intervention were reported. The reporter was unable to determine the date of this event, but was able to confirm that the event occurred in (B)(6) 2013. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.